Manufacturer narrative:
H.6. Investigation summary: "material #: 367862 lot/batch #: 3194771 bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for embedded foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode embedded foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that prior to using bd vacutainer® k2 edta (k2e) plus blood collection tubes, black particles were found in the tubes. No impact was reported.